Manufacturer narrative:
(B)(4): the device was evaluated by the third party service agent and the reported failure was verified. Additionally it was observed that the device would not power on upon evaluation.a clinical review was performed and determined that due to the lack of available information, at this time it is unknown if the reported device failure contributed to the outcome of the patient.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure to not power on. The cause of the failure was due to electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters depleted the internal hlc batteries and caused the device to not power on.

Manufacturer narrative:
Additional patient information has been obtained and updated.

Event description:
The customer reported that when responding to a patient who had collapsed, their device did not have any audible voice prompts when the power was turned on. Without voice prompts, the end user could not use the device on the patient. The school staff continued CPR on the patient, following the reported failure, until the local rescue team arrived on scene. When the rescue team arrived on scene, they connected their AED to the patient. The backup AED did not advise a shock. The patient was transported to the local hospital and did not survive. Additional details of the event have not been made available.